Manufacturer narrative:
The device was not returned.

Event description:
The user facility reported, the housing broke during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No clinically significant delay and no adverse consequences.

Manufacturer narrative:
Additional information: b5 h3 other text : product is lost.